Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer via phone. The customer was suggested to replace the oxygen (o2) flow sensor. Covidien was not authorized to service the ventilator. Covidien reference: (B)(4).

Event description:
Covidien received information of ventilator entering a ventilator inoperative condition. The ventilator was not in use on a patient at the time of the event.